Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. The article states post-implant of the phasix st mesh, patients experienced surgical site infection and recurrence. Per article, the mesh was implanted in the presence of a contaminated or infected field. Per the instructions-for-use (IFU), supplied with the device, ¿the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended.¿ additionally, the article indicates that one of the recurrences was due to a possible non adequate mesh size used for overlap. Per the IFU ¿to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2018 is provided as a best estimate based on the information provided. This MDR represents the phasix st mesh. An additional MDR was submitted to represent the phasix mesh.

Event description:
Per journal article: "versatility of poly-4-hydroxybutyrate (phasix) mesh in abdominal wall surgery." The study covers 51 patients that underwent abdominal wall reconstruction between october 2018 and december 2020. All patients received p4hb mesh, phasix (30) or phasix st (21). Repairs were of ventral hernia defects (44 primary and 27 incisional), nine inguinal and two parastomal hernia repairs. In the study, the main indication for the use of p4hb mesh was the presence of a contaminated or infected field. The most common case scenarios included patients requiring an ostomy, enterocutaneous fistula takedown, hysterectomy, myomectomy, prostatectomy, strangulated omentum, small bowel resection and colectomy. Post-operatively, there were 7 cases of surgical site infection (ssi), requiring various levels of intervention. There was no infection related need for mesh removal, even with 35 patients presenting higher risk for ssi (cdc class 2, 3 & 4 and/or vhwg class 2 & 3). The article reported two recurrences within the follow-up period. One was a patient with a ventral hernia measuring 23 x 10 cm with a history of mesh infection. The patient had a retromuscular repair with a 30 x 15 cm mesh what suggest a possible non adequate mesh size for overlap. The recurrence was on the superior border of the previous defect, and it was treated with a new repair. The second recurrence was in an obese patient with an intraperitoneal robotic repair with adequate overlap (defect of 7 x 7 cm and a mesh of 25 x 20 cm). The recurrence was in the suprapubic area. This patient is being prepared for a new approach. Besides the surgical site infections and hernia recurrences, post operative complications within 30 days included seroma, hematoma, evisceration, enterocutaneous fistula, and partial small bowel obstruction. There is no indication or discussion related to these outcomes regarding the mesh. This file represents the phasix st.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. The article states post-implant of the phasix st mesh, patients experienced surgical site infection and recurrence. Per article, the mesh was implanted in the presence of a contaminated or infected field. Per the instructions-for-use (IFU), supplied with the device, ¿the use of any synthetic mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the mesh and it is not recommended.¿ additionally, the article indicates that one of the recurrences was due to a possible non adequate mesh size used for overlap. Per the IFU ¿to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2018 is provided as a best estimate based on the information provided. This MDR represents the phasix st mesh. An additional MDR was submitted to represent the phasix mesh.

Event description:
Per journal article: "versatility of poly-4-hydroxybutyrate (phasix) mesh in abdominal wall surgery." The study covers 51 patients that underwent abdominal wall reconstruction between october 2018 and december 2020. All patients received p4hb mesh, phasix (30) or phasix st (21). Repairs were of ventral hernia defects (44 primary and 27 incisional), nine inguinal and two parastomal hernia repairs. In the study, the main indication for the use of p4hb mesh was the presence of a contaminated or infected field. The most common case scenarios included patients requiring an ostomy, enterocutaneous fistula takedown, hysterectomy, myomectomy, prostatectomy, strangulated omentum, small bowel resection and colectomy. Post-operatively, there were 7 cases of surgical site infection (ssi), requiring various levels of intervention. There was no infection related need for mesh removal, even with 35 patients presenting higher risk for ssi (cdc class 2, 3 & 4 and/or vhwg class 2 & 3). The article reported two recurrences within the follow-up period. One was a patient with a ventral hernia measuring 23 x 10 cm with a history of mesh infection. The patient had a retromuscular repair with a 30 x 15 cm mesh what suggest a possible non adequate mesh size for overlap. The recurrence was on the superior border of the previous defect, and it was treated with a new repair. The second recurrence was in an obese patient with an intraperitoneal robotic repair with adequate overlap (defect of 7 x 7 cm and a mesh of 25 x 20 cm). The recurrence was in the suprapubic area. This patient is being prepared for a new approach. Besides the surgical site infections and hernia recurrences, post operative complications within 30 days included seroma, hematoma, evisceration, enterocutaneous fistula, and partial small bowel obstruction. There is no indication or discussion related to these outcomes regarding the mesh. This file represents the phasix st.